Event description:
Reportable based on device analysis completed on 29nov2022. It was reported that the coil could not advanced. The target lesion was located in the non-tortuous and mildly calcified left iliac arteriovenous. A 10mm x 40cm interlock-35 coil was selected for use. During the procedure, the coil could not be pushed through in the middle part of a 5f non-boston scientific catheter. After several attempts, the device was found stretched. The coil was removed directly and the procedure was completed with another of the same device. No complications were reported and the patient's status was stable. However, returned device analysis revealed the interlocking arm was found detached.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The visual inspection showed that the main coil, the delivery wire and the introducer sheath were returned. The main coil and the delivery wire were not interlocked. There was blood was noticed inside the introducer sheath. The main coil was stretched, kinked and the interlocking arm was detached. It was evidence that the introducer sheath was cut at twist lock section. The functional inspection could not be performed due the main coil and the delivery wire were not interlocked. Under microscope it was observed that the interlocking arm of the main coil was detached. Almost all device dimension passed the dimensional inspection except for the coil arm overall diameter (od) as it could not be measured due the interlocking arm was detached.